Event description:
This pt was implanted with the argus ii device on (B)(6) 2015. During the pt's 1-week post-op visit, the surgeon observed that the sutures of the conjunctive had slightly given way, exposing the pericardium covering. The pt was treated with topical steroids and antibiotics. The pt continued to experience inflammation in the eye 6 weeks post-op. On (B)(6) 2015, the pt underwent surgical intervention under local anesthesia to re-close the conjunctiva. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
This information represents a follow-up report after the revision surgery that was reported in MDR# 3004081696-2015-00008. There is no defect or malfunction of the device associated with this event. All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This patient was implanted with the argus ii device on (B)(6) 2015. During the patient's 1-week post-op visit, the surgeon observed that the sutures of the conjunctiva had slightly given way, exposing the pericardium covering. On (B)(6) 2015, the patient underwent surgical intervention to re-close the conjunctiva. New information: on (B)(6) 2016, the patient underwent a second revision surgery during which the pericardium patch was replaced. On (B)(6) 2016, the patient was seen for a follow-up visit during which no leakage was observed at the sclerotomy, and the conjunctival dehiscence was considered resolved.

Manufacturer narrative:
All pertinent info available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.